Manufacturer narrative:
Other relevant device(s) are: product ID: 310c29, serial/lot #: (B)(4), ubd: 27-mar-2023, UDI#: (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ten days post implant of these aortic and mitral bioprosthetic valves, a permanent pacemaker was implanted due to atrioventricular (av) block. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.